Event description:
It was reported that during an ivor lewis esophagectomy, the suture was difficult to remove from the orvil (oral anvil) prior to firing. Excessive force was required to attempt removal, and the suture would not move despite multiple attempts, including moving the anvil side to side, in and out, and twisting. The surgeon decided to fire the stapler with the suture potentially in the staple line. After firing, the suture remained on the anvil. Upon removal of the stapler, suture pieces were retrieved from the chest cavity, with a total of three pieces identified: the suture reel and two additional pieces. The procedure was extended by 15 minutes due to these issues. The patient was alive with no injury, and was reportedly recovering as expected on postoperative day two.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the suture was broken and did not release. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.